Event description:
It was reported that the patient experienced an overstimulation sensation over 6 months prior to report. It was noted that this occurred when the patient was going through a theft detector at a ¿closing store.¿ it was noted that the patient got a ¿bad surge¿ in his back and his legs started to give out which ¿put him on the ground.¿ it was noted that the patient was having a bad day that day so the stimulation was ¿kind of high.¿ it was noted that the patient has his programmer with him all of the time because he has to adjust constantly. It was further noted that the patient made adjustments during the night based on his position. It was further noted that the patient met with the manufacturing representative a few weeks prior to the report to have the device checked and "make sure that nothing was misfiring because the patient fell a couple of times." It was further noted that "all of the connections were intact." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v378107, implanted: (B)(6) 2010, product type lead; product ID 399945, lot# v378163, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).